Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a transfemoral cerebral angiography procedure using a 5f sheath. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. In this case, the returned device indicates a successful deployment. It is possible a separation occurred, but the suture portion was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - medical device problem code: code 1142 was removed and code 1562 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a transfemoral cerebral angiography procedure using a 5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, the returned device indicates a successful deployment. It is possible a separation occurred, and the suture portion was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.